Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product codes: kwq and nkg d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while restocking this tray downstairs in sterile processing, it was found that the shaft screwdriver does not seat in any of the quick coupling handles. The shaft does not connect to the a/o quick coupling. Three different handles were tried, and all had the same result. There were no patient outcomes or consequences. Concomitant device reported: unk - handles: trauma (part# unknown; lot# unknown; quantity: 3). This report is for one (1) sddrive screwdriver shaft t8 105mm this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the sddrive screwdriver shaft t8 105mm. The device only presents signs of normal cosmetic wear, this does not impact in its functionality. A dimensional inspection was performed for the sddrive screwdriver shaft t8 105mm and met specifications. A functional test was perform with a sample quick coupling handle, the sddrive screwdriver shaft t8 105mm was able to assemble and disassemble without difficulties. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the scrdriver shaft 3.5 t15 self-holding f/a was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed 314_467 rev. N current 314_467 rev. M manufactured. Dimensional inspection: specified dimensions: major diameter of the stardrive shaft measured dimensions: major diameter of the stardrive shaft mm (conforming) device used: mitutoyo digimatic micrometer (B)(4). H4, h6 part # 314.467, synthes lot # 5216402, supplier lot # n/a, release to warehouse date: 07 june 2006, manufactured by: synthes monument . No non conformance reports were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.